Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted. A call was placed to technical services on (B)(6) 2016 stating that the lead was involved in an infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other info is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).